Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was "high"; customer contacted healthcare provider to address bg. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.